Event description:
On (B)(6) 2012, the reporter contacted animas to request assistance to adjust basal rates . At that time she noted that her blood glucose (bg) has been running low for the past 2 weeks since her doctor switched her to from rapid acting insulin to regular insulin in the pump without changes in pump settings. She reported this morning she woke up with bg of 50mg/dl and felt confused. She was treated with glucose tablets. Customer technical support (cts) advised to patient contact her health care provider for assistance in adjusting pump settings. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hypoglycemia. User error cannot be discounted as a contributory factor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. No defect was found. Black box and histories for the event on (B)(6) 2012 have been overwritten. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.